Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve was "malfunctioning". Details of the specific hemostatic valve damage was not provided; however, this issue was noticed when the catheter was inserted into the sheath. A new sheath was used and the procedure was completed. There was no surgical delay. There were no sheath fragments identified. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-mar-2024, bwi received additional information indicating that the hemostatic valve was not visibly damaged or detached. As a result, the h6 medical device problem code (B)(6). (Material separation) no longer applies. The device had a confirmed leakage, therefore h6 medical device problem code has now been updated on this report to fluid leak ((B)(6)). Additionally, since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002148 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).